Manufacturer narrative:
Philips service replaced the defective 19'' monochrome monitor ER (B)(6) and tested the system functionality, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor on mcs had no display; replaced defective monitor on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.